Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a calcified lesion in the right external iliac artery. The 7.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion with no resistance however the balloon ruptured during the first inflation at 8 atmospheres (atm). The bdc was removed and the procedure completed with a new device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.